Event description:
It was reported that the shaft of the awl was loose from the electronic housing during product inspection at the user facility, which has the potential to cause accuracy issues if not noticed by the user during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation.

Event description:
It was reported that the shaft of the awl was loose from the electronic housing during product inspection at the user facility, which has the potential to cause accuracy issues if not noticed by the user during a procedure. There was no patient involvement and no adverse consequences associated with the device.